Event description:
Hosp staff were treating a pt with an unspecified heart rhythm with a rate of approximately 80 beats per minute, the device operators attempted to pace the pt. Reportedly, the pacer settings were at 60 pulses per minute and 30 milliamps. The reporter alleged that the device would not pace the pt. The staff were informed that the pt was under a dnr order and treatment was discontinued. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the attending clincian's assessment of the pt's lack of viability.